Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown rod. Part#, lot# and UDI # is not available. Date of implant is unknown. Device was not explanted. Device remained implanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown rod. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had undergone a previous spinal fusion at t4-s1 on an unknown date. On (B)(6) 2017, patient underwent a herniated disc repair procedure. The surgeon was planning to do a transforaminal lumbar interbody fusion (tlif) and cage at l5-s1 to repair a herniated disc. During the case, during the exposure at l5-s1, the surgeon noticed that a rod was fractured at l4. The surgeon then implanted a lateral connector above and below the fractured rod at l3-4 and l5-s1, and ran a second rod parallel to the broken rod. The surgeon re-tightened a set screw which was around the area of the fractured rod (it is unknown if there was an issue with that set screw, but it was intact). The existing construct remained implanted. There was a reported surgical delay of one hour to stabilize the broken rod. No additional medical intervention or additional x-rays were required. The surgeon stated that he was pleased with the outcome of the procedure. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: spine set screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown rod. This is report 1 of 1 for (B)(4).